Event description:
An altitude alarm was reported with the pump, and the customer did not provide their blood glucose level at the time of the event. However, there was no indication of an adverse impact on their blood glucose level. The customer's insulin delivery was suspended due to the alarm. Technical support informed the customer that the pump was not operating within the validated altitude range, and this caused the alarm. The customer acknowledged this explanation.